Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels that required assistance to treat. Bg values and a cause for the reported issue was not provided. Multiple attempts were made to follow up with the customer on the reported issue, however, a response was not received.